Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer for the product were reviewed and a serial number was not able to be determined.

Event description:
The peritoneal dialysis (pd) patient¿s nurse reported the patient experienced drain volume that was over 210% of their fill volume. The patient had a last drain volume of 4200ml and their largest fill volume was 2000ml. The reported large drain of 4200ml was 210% over the expected drain volume which resulted in a reportable device malfunction. Additional information was solicited but was unavailable.